Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced continuous glucose monitor (cgm) inaccuracies and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. It was reported that the patient was initially in the hospital for imaging of spinal stenosis. It was indicated that the patient had a computed tomography (CT) scan and x-rays performed while still wearing the cgm device. After the tests were done, the patient was in the room and stated that the cgm was displaying her sugars were crashing but had little to no symptoms of hypoglycemia. The doctor and nurse attached the patient to a dextrose intravenous (IV) based off the cgm reading. The patient did not recall if the medical staff attempted to take a blood glucose (bg) reading. The patient was released from the hospital the same day. At the time of contact, the patient was at home in stable condition. No additional patient or event information is available. No data was provided for evaluation. The reported event was not confirmed. A root cause was not determined. It was reported that the patient exposed the sensor to a CT scan and x-rays. Dexcom labeling indicates: the dexcom g5 has not been tested during MRI or CT scans or with diathermy treatment. The magnetic fields and heat could damage the components of the dexcom g5, which may cause it to display inaccurate blood glucose readings or may prevent alerts.